Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had an ambicor penile prosthesis (app) cylinder that would not deflate. A surgical procedure was performed in which the existing device was removed and replaced. During the procedure an aneurysm was found on the left cylinder caused by a tear in the fabric wall. Two of the original rtes were not able to be retrieved from either side so they were used with the new system. The patient did not experience any complications related to the device.